Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an intermittent power (damage with moisture ingress) issue. It was reported that the battery compartment was cracked and that the battery cap could not be secured. Allegedly, there was moisture corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018. With the following findings: a review of the pump black box showed dates from (B)(4) 2018 through (B)(4) 2018. The black box data from the date of the event had been overwritten, however current data did show evidence of unexplained pump reboots events on (B)(4) 2018. A visual inspection of the pump revealed multiple cracks in the battery compartment. There was evidence of moisture in the battery compartment. The battery cap and cartridge caps were not returned. A test battery cap was unable to fully tighten securely, however, the pump powered on with the test cap. A leak test revealed a battery compartment leak. The pump¿s cover was removed and no further evidence of moisture was found. The complaint of an intermittent power issue was not duplicated during investigation. However, damage and moisture in the pump was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.